Event description:
Pt was revised due to dislocation.

Manufacturer narrative:
Examination was not possible, as the products were not returned. Review of the available device history records did not reveal any related manufacturing deviation or anomalies. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional info be received, the complaint will be reopened. Depuy considers the investigation closed.